Event description:
Customer claims there's zipper damage on the left side panel. The slider is broken and off track. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) - zipper damage. Evaluation: results: evaluation of the returned canopy shows that the patient access window side left; zipper slider body is open. Note: posey instructions for use warning indicates: never use the bed if zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).